Event description:
The device was used during a donor nephrectomy procedure. Reportedly a component disengaged into the pt's cavity. The pt was x-rayed and the component could not be located. The surgeon reported it posed no threat to the pt.